Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of clinical use at the time of the reported event and the error was found during warming up in the morning before patient preparation. The system was restarted to complete the upcoming diagnosis. It was reported that there was an image storage problem. Review of the log files confirmed the malfunction in the frontal ip-pc which is related to disk bay issue. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the intermittent storage defect and the image disk on ippc was defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced two data image hdds and os hdd and recreated image storage. After the replacement of two data image hdds and os hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an image storage problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.